Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint drug eluting stent were implanted. Approximately 62 months post procedure the patient died. The cause of death is unknown.